Event description:
It was reported that the trabecular metal implant got broken during surgery. No other implant place, no injury or delay.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) numbers are k113753 and k112160.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
An imp tm 4.1mm mtx full, 13mm (tmt4b13) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the middle threads. No pre-existing conditions were noted on the per. The reported device was location is #42 and was used same day. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19. DHR review: DHR review was completed for the subject lot number (1234592). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1234592) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture : implant. Post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. Sections updated: b4: date of this report. D9: device availability and product return date. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.